Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed self test and the backlight functioned properly. No physical damage to lcd display noted during testing. No led anomaly noted during testing. The insulin pump had high idle current due to faulty motherboard. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the screen was crooked. The customer's blood glucose was unknown at the time of incident.